Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right atrial (ra) lead exhibited loss of capture and low pacing impedance. Programming changes were made initially. Fluoroscopy was performed and revealed insulation damage on ra lead. The ra lead was explanted and replaced. Patient condition was stable.

Manufacturer narrative:
The reported event of insulation damage was confirmed, but the reported events of failure to capture, and low pacing impedance were not confirmed. A full lead was returned in one piece for analysis. Visual inspection of the lead found the outer insulation was damaged at 14.4, 18.2, 19.9, 22.0, and 22.3cm from the connector pin. The cause of the insulation damage is consistent with procedural damage. Electrical testing was normal with no anomalies found.